Event description:
It was reported that device alarmed for constantly even with battery removed. Unit would not turn on or off. Red light flashing above the power on button with alarming constantly. There was no patient involvement.

Manufacturer narrative:
(B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.